Event description:
It was reported that the ventricular assist device (vad) patient was at home and began to feel "fluttering" in the chest. The patient was instructed to go to the local emergency department (ed). When the patient arrived to the ed, the patient was in ventricular tachycardia (vt) and was shocked externally. The patient was admitted to the hospital and intravenous (IV) therapy was started due to low flows associated with the vt. Review of logfiles showed low flow alarms and that flows had dropped significantly on the morning of the event. The patient remained admitted and the vad team and electrophysiology (ep) team discussed the possibility of placing an implantable cardioverter defibrillator (ICD). It was further reported that the patient remained admitted to the hospital due to their non-tolerance of vt episodes. Furthermore, the vad was explanted and the patient received a heart transplant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the destination therapy post approval study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the available autologs report which revealed an intermittent increases power consumption and estimated flows within the analyzed period and two (2) low flow alarms were logged on (B)(6) 2019. As a result, the reported low flow event was confirmed. Information received from the site indicated that, in addition to the low flow event, the ventricular assist device (vad) patient was at home and began to feel "fluttering" in the chest. The patient was instructed to go to the local emergency department (ed). When the patient arrived to the ed, the patient was in ventricular tachycardia (vt)and was shocked externally. The patient was admitted to the hospital and intravenous (IV) therapy was started due to low flows associated with the vt. Review of logfiles showed low flow alarms and that flows had dropped significantly on the morning of the event. The patient remained admitted and the vad team and electrophysiology (ep) team discussed the possibility of placing an implantable cardioverter defibrillator (ICD). It was further reported that the patient remained admitted to the hospital due to their non-tolerance of vt episodes. Furthermore, the vad was explanted and the patient received a heart transplant. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. Per the instructions for use, cardiac arrhythmia is known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the available autologs report which revealed an intermittent increases power consumption and estimated flows within the analyzed period and two (2) low flow alarms were logged on 30-sep-2019. As a result, the reported low flow event was confirmed. Information received from the site indicated that, in addition to the low flow event, the ventricular assist device (vad) patient was at home and began to feel "fluttering" in the chest. The patient was instructed to go to the local emergency department (ed). When the patient arrived to the ed, the patient was in ventricular tachycardia (vt)and was shocked externally. The patient was admitted to the hospital and intravenous (IV) therapy was started due to low flows associated with the vt. Review of logfiles showed low flow alarms and that flows had dropped significantly on the morning of the event. The patient remained admitted and the vad team and electrophysiology (ep) team discussed the possibility of placing an implantable cardioverter defibrillator (ICD). It was further reported that the patient remained admitted to the hospital due to their non-tolerance of vt episodes. Additional information received from the site indicated that, while hospitalized, the patient experienced a fever and urology removed their stent. Blood cultures were positive for e. Faecalis and they were started on antibiotics. After several weeks of antibiotic treatment, their blood cultures were negative. Furthermore, the vad was explanted and the patient received a heart transplant. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. Per the instructions for use, cardiac arrhythmia and infection are known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhyth mia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medica tions and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that, while hospitalized, the patient experienced a fever and urology removed their stent. Blood cultures were positive for e. Faecalis and they were started on antibiotics. After several weeks of antibiotic treatment, their blood cultures were negative.